Event description:
It was reported that patient presented for routine generator change procedure. Prior to procedure it was noted that patient's right ventricular (rv) lead exhibited noise oversensing. It was also noted that patient experienced mild symproms.the lead was capped and replaced on (B)(6) 2024. The patient was stable.